Event description:
It was reported that measured data could not be obtained upon interrogation. The pulse generator was last interrogated in 2008, at which time the battery data was 2.71 v, 9 ua, and 8.5 k, with an estimated one year remaining to elective replacement indicator. When it was attempted to program the device to vvi, telemetry was lost and further troubleshooting was discontinued. The device was replaced.

Manufacturer narrative:
Na